Event description:
It was reported that a pt underwent a hysterectomy in 2007. During the procedure, the hand piece was unable to connected to the motor drive unit. The surgeon then performed a mini-incision and manually morcellated the uterus by cutting the uterus inside the body and extracting the pieces with a bag.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for eval. The motor drive unit cpc connector is defective. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.